Event description:
This pt experienced two adverse events: during the deployment of a 3.0 x 23mm cypher stent in the proximal left anterior descending artery (lad), a dissection occurred distal to the stented segment. This was treated with the placement of an additional stent. Fourteen months post stent implantation, an aneurysm formation was noted at the stented segment. The pt is being treated medically. This pt was hospitalized for coronary intervention (pci) and stenting of a 50% occluded, non-calcified, stenosis in the proximal left anterior descendding artery (lad). The lesion was not predilated prior to stent placement. A 3.0 x 23mm cypher stent was deployed to 12 atms. A dissection was noted distal to the cypher stent post deployment. This was treated with the direct placement of a coroflex stent, deployed to 12 atms. The pt was discharged to home.